Manufacturer narrative:
A medtronic representative performed a system checkout. The system passed all software, hardware and instrument testing. No fault found. System performed properly.

Manufacturer narrative:
After further investigation it was found that the mr scans being used for navigation do not follow the medtronic navigation imaging protocols. The site has two mr scanners they use and they do not use the same protocol for each scan. One scanner does the acquisition with constant voxel values and the other one does not. On one scanner they perform sagittal acquisition, on the other they perform axial. This can result in millimetric discrepancies between the scans when they are merged. The medtronic representative is working with the surgeons and imaging technicians on optimizing the navigation scan protocols.

Manufacturer narrative:
Patient information was not made available from the site. A medtronic representative, following-up at the site performed simulated use testing with the hospital magnetic resonance imaging (MRI) and gel model, reported the physician is convinced the issue came from the mr image and not from the navigation system. No further issues have been reported. No parts have been returned to manufacturer for analysis.

Event description:
A site physician alleged an inaccuracy occurring while in an electrode and probe placement procedure. After comparing the post-op exams with the navigation plans, the surgeon deemed that all electrodes were less than a 1mm error, except one electrode with a 3mm error. The surgeon expressed that this issue was not an error of the navigation system, but a human error. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation treon treatment guidance system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.